Event description:
It was reported that the patient had two inappropriate shocks due to oversensing during atrial fibrillation episodes. The doctor will address this with medications. There were no additional adverse patient effects. The system remains implanted.